Event description:
It was reported that an ilet bionic pancreas displayed an ¿unable to proceed¿ message followed by alert 38 indicating consecutive stalled motor during rewind after a failed restart, despite supply changes and a full reboot. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to an alternative insulin therapy while awaiting a replacement device. Investigation included review of device history and technical support troubleshooting, including verification of supplies and serial number, and assessment of motor stall during rewind. Investigation of this case revealed repeated motor stall events consistent with a malfunction of the insulin delivery motor or associated drive components during the rewind step. It was concluded that the device experienced a malfunction related to insulin delivery motor performance, and replacement was warranted.